Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported during a system change out that when the chronic atrial lead was attached to the new device, the impedance was low. The lead was capped and replaced. No patient complications have been reported as a result of this event.